Event description:
It was reported that during the arthroscopy, while performing the burring process, the blade (inner sheath) fractured. The component was completely removed and did not cause any harm to the patient.

Manufacturer narrative:
Three attempts were made to retrieve the device for evaluation but the device was not returned. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: device breaking. Probable root cause: inadequate window profile, inadequate welding process, improper material strength, inadequate size selected for the application, material brittleness, excessive force applied by the user, incorrect rfid tag. The reported failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Alleged failure: while performing the burring process, the blade (inner sheath) fractured. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be the blade came in contact with a hard object, causing damaging the teeth, and hitting the housing edges. Other possibilities of unintended excessive force applied by the user include (bending or prying). The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during the arthroscopy, while performing the burring process, the blade (inner sheath) fractured. The component was completely removed and did not cause any harm to the patient.

Event description:
It was reported that during the arthroscopy, while performing the burring process, the blade (inner sheath) fractured. The component was completely removed and did not cause any harm to the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.